Event description:
This lead was implanted on (B)(6) 2014, and remains implanted at this time. The arrhythmia logbook showed episodes of double counting on the ventricular electrogram (egm). The interval between these two beats was very consistent. Because of the high placement of the ventricular lead, it appeared that the permanent pacing system was sensing the paced events from the external pacing system and inhibiting pacing. Resulting in long periods of asystole. As a precautionary measure, the ventricular output of the permanent system was increased to 3.5v. And as per the doctors request, the base rate was increased from 60 to 80bpm. The physician is dr. (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).